Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was above 500 mg/dl. A manual injection was administered to address bg. The customer declined to troubleshoot the issue.